Event description:
Caller alleged false negative hcg results. Results as follows: patient a: patient went to the emergency department for vaginal bleeding. Negative result using hcg combo device sp brand rapid test. Ultrasound results were positive. A freshly voided specimen was used; tested soon after collection. Visual inspection of specimen: slightly turbid. Internal control line evident, background clear. External controls (sp brand) resulted ok. Last menstrual period: unknown. Customer called back on (B)(6) 2012 to say she believes results may be due to operator error. They have two new technicians doing the tests and will re-train them on proper procedure.

Manufacturer narrative:
Lot number(s): hcg2030203, expiration date(s): 03/2014. Control: 20 miu/ml hcg urine control lot: hcg120130-01; 210.0 iu/ml hcg urine lot: hcg120517-01; 207 iu/ml hcg urine lot: hcg120306-01; 202 iu/ml hcg urine lot: hcg120522-01. Clinical positive urine from pregnancy women. Summary of results: the retention devices meet qc specification, details as below: correct positive results were observed when tested with 20 miu/ml hcg urine control at 3 minutes read time (n=15). The 210.0 iu/ml hcg urine control yielded clearly positive results at 3 minutes reading time (n=3). The 207 iu/ml hcg urine control yielded clearly positive results at 3 minutes reading time (n=3). The 202 iu/ml hcg urine control yielded clearly positive results at 3 minutes reading time (n=3). Six clinical positive urine samples from different pregnant women were tested, all samples showed correct positive results (n=1 for each sample). Customer's observation could not be reproduced in-house with control samples. Hcg urine controls at cutoff and high level were tested with retain products. All results met qc specification. No false negatives were observed. Manufacturing batch record review did not uncover any abnormalities. Unable to identify the root cause without patient specimen analysis in-house. This issue will be tracked and trended. To date, (B)(4) complaint of this nature has been reported against this lot. Corrective action not required as product deficiency was not established.